Event description:
Reference MDR# 1219856-2010-00148 for the first event involving the same pt. It was reported that the md attempted to insert the intra-aortic balloon (iab) through the existing "metal sheath w/sideport". The iab was inserted most of the way through the sheath, but "jammed" near the end. The iab could not be pushed forward and could not be removed through the sheath. The entire iab and sheath were removed as one unit. Per the sales rep, he (the md) did not insert a third iab because he said the pt was doing too poorly to try to put in another. Add'l info received from a conversation with the md on 03/03/2010 stated the reason why another iab was not inserted is because the pt's artery was torn. The md could not use the opposite leg because it was already being accessed for a "left main stent" procedure. Per the md, during the surgery the operating room technician had to apply pressure to the femoral artery to control the bleeding from the torn artery. The tear was repaired and the pt is fine.

Manufacturer narrative:
(B) (4). F/u reprot will be filed if add'l info becomes available.